Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: (B)(4). It was reported that the bi-vad patient had a hazard alarm with no registration of alarm on the controller or monitor. The patient was sitting in a chair at the time of the alarm and was asymptomatic. Technical services (ts) reviewed the log files for the lvad and observed power cable disconnect [advisory] alarms while connected to the power module, but no hazard alarms were noted in their report. Ts additionally reported that there were no unusual events seen within the log file for the patient's second pump (rvad).

Event description:
It was later reported that the power module patient cable was inspected at the recommendation of the manufacturer's technical services and there was no damage, dirt, or dust observed on the patient cable. There were no further alarms and no additional treatment was required. The patient will continued to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files revealed no adverse events. The submitted lvad event and periodic log files for (B)(6) appeared to capture the pump operating as intended. No atypical events were captured. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This IFU lists adverse events associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas patient handbook describes the actions to take in the event of an alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) shipped on 02oct2020. No further information was provided. The manufacturer is closing the file on this event.